Event description:
This report is in reference to a (B)(6) patient. It was reported the patient's ipg could no longer hold a charge. Therefore, the patient's ipg was deemed inoperable. In turn, the patient lost therapy. As a result, the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.